Event description:
The customer received control results of 153mg/dl, which was high out of range, and 128mg/dl on the contour ts meter. The meter did not automatically mark them as a control tests, which will be displayed as blood results when accessing the meter¿s memory. No adverse event was alleged. The customer was satisfied with the troubleshooting during the call. Product will not be returned for evaluation.